Manufacturer narrative:
Resolved issue with cu3100; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was down, stopped making x-rays; multiple errors reported on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.